Event description:
The customer stated, that he performed a control test and the result was out of range. While troubleshooting, he performed a control test and received a result of 32 mg/dl. The normal control range is 95-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.